Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed an unknown error. There was no patient involvement.

Manufacturer narrative:
B5: describe event or problem - additional h2: follow-up type - additional / device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional h10: additional manufacture narrative - additional the customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to a third party door assembly causing error 210.5020. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 09/19/2007 to the present date 10/09/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an unknown error. There was no patient involvement. Subsequent to the initial MDR, additional information was received.